Event description:
The patient reported that one month after implant she felt a "strange" sensation like an electrical shock at the implant area and her "body began jumping". X-ray revealed the lead had come loose and was on the diaphragm and a surgery was required. The patient further reported that six months later the same basic scenario occurred on a "different" wire. A second surgery was required. Patient alert alarms were not reset after that surgery resulting in an additional trip to the clinic for reprogramming. The right ventricular lead was replaced and the atrial lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.